Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pace impedance measurements greater than 2,000 ohms and the first alert occurred back in (B)(6) 2020. No noise was observed. In addition, the threshold measurements and sensing were stable. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.